Event description:
It was reported that the customer is not receiving high alerts and is not able to rewind on the insulin pump. The customer's blood glucose level was 160 mg/dl. The customer was advised that we would either need to have issue happening at the me of the call or upload to carelink to research issue further. The customer will call back to set up carelink or when issue is happening.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.